Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patient was placed in a PICC catheter on (B)(6) 2025, the placement process went smoothly, after placement the patient routinely infused medications without problems, weekly maintenance at the hospital PICC clinic, on (B)(6) 2025 to the hospital PICC clinic maintenance, the nurse found that there was oozing from the catheter when flushing the catheter, the nurse viewed that the catheter was 4 cm away from the winged root catheter has a fracture, this catheter can not be further use, the nurse has opened a new batch of catheter for the patient and reintroduced the catheter to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a split in the catheter shaft. Use residue was observed on the device. The split did not appear to be uniform. No other details of the damage could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.